Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The caller did not know the blood glucose reading. It was also stated that the esc button was not working.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened escape keypad dome. Unable to verify motor error alarm due to keypad anomaly however, the motor passed motor test. Unable to perform the displacement test due to keypad anomaly. The insulin pump has minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.